Manufacturer narrative:
Investigation: samples received: one opened and used race pack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one opened and used sample (there were rests of blood in the thread surface). The thread was broken and its surface seems damaged due to handling of the suture. However, without any closed sample we cannot carry out an analysis in order to take a decision. We reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with monosyn suture materials, great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause thread damage. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the broke during suturing. The reporter indicated that during a plastic surgical procedure the thread broke during suturing. Patient information was not available and no patient harm was reported.